Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones at 0200 and 0800. Upon interrogation, the system summary shows the lead integrity test (lit) was out of range the day prior. Today the lit is showing 30 ohms.